Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was performing as intended. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a functional endoscopic sinus surgery (fess). It was reported that intra-operatively, the restart button was grayed out after the site finished initializing and filling the coverage bar for registration. The grayed out button did not impact the initial registration. A manufacturer representative went back in the software and returned to registration and the restart button was available. The site was able to restart registration. The procedure was completed using navigation and there was no reported impact to patient outcome. There was no reported surgical delay due to this issue. The cause of the issue was unknown.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through known anomaly determination. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.